Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05447. The complaint device will be returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial knee procedure the first tasp broke when inserted during final trial, it is noted that the knee was reported tight when trying to insert the tasp. As a second tasp was being taken out for use it was noticed the second tasp had a crack in it.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Product complaint evaluation was performed and the complaint was confirmed as the instrument fractured. Visual inspection of the returned tasps found signs of repeated use and fractures on the right side of the post features. Gouge marks and dents were noted on the instruments which is indicative of repeated use. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The root cause was determined to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.